Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for lancet separates was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for lancet separates was observed as 13 lancets had a visible gap between the shield and the rear cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lancet separates. Bd has initiated further root cause investigation relating to the issue of lancet separates through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2023, the outpatient clinic collected peripheral blood from children (entering the kindergarten). When the needle was pricked at the end of the finger, the blood collection needle suddenly fell apart and dismembered after pressing the blood collection needle, exposing the internal structure.".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the lancet broke off. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2023, the outpatient clinic collected peripheral blood from children (entering the kindergarten). When the needle was pricked at the end of the finger, the blood collection needle suddenly fell apart and dismembered after pressing the blood collection needle, exposing the internal structure."